Event description:
The technician alleged, the side rail will not stay in the up position. No patient impact.

Manufacturer narrative:
The technician found a broken spring in side rail assembly. The technician replaced the spring in the side rail assembly to resolve the issue.